Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018, the patient experienced hypoglycemia while on insulin pump therapy evidenced by blood glucose measuring 3.4 mmol/l with dizziness/unsteadiness, chills, diaphoresis. The patient reportedly discontinued insulin pump therapy and treated the hypoglycemia herself by taking an injection of glucagon and ingesting maple syrup. This treatment brought the patient¿s blood glucose up to 12.7 mmol/l. The patient did not receive any medical treatment or intervention from a health care professional in association with this event. The reporter alleged that the pump delivered all the insulin that was in the cartridge during the rewind, load and prime step, delivering 150 units of insulin to the patient; the patient had remained attached to the insulin during the rewind, load and prime steps. The instructions for use warn that the patient should be disconnected from the pump during the prime sequence. Additionally, the pump warns the patient during priming to ensure they are disconnected from the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse; the patient did not require medical intervention from a health care professional.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2018 with the following findings: a review of the black box showed the total daily doses indicated the pump was consistently delivering the programmed basal rate until a no cartridge detected warning occurred. The load step malfunction was not duplicated during investigation. The force sensor calibration testing was within specifications. Unrelated to the original complaint, the battery compartment was cracked with stripped battery cap threads. The pump cover was removed and evidence of moisture corrosion was found in the force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.